Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: e-5, e-0, & out of control range high results. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. During the call, a blood test was performed by the customer and produced e-3 error using true metrix meter. Per customer, the product is stored outside of the large kitchen. The test strip lot manufacturer¿s expiration date is 07/23/2027 and per the customer the open vial date is 1-2 weeks ago.